Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on their back under the lifevest. Patient reported that blisters formed, but no allegations that the blisters opened. There was no alleged device malfunction contributing to the irritation. Patient was advised to remove the device for a period of time by a physician. Follow up indicated that since removing the device, the rash has been healing nicely.